Event description:
This is a spontaneous case report received from a medical doctor in united states on 02-oct-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for permanent contraception (lot numbers c91740 with expiration date in jul-2017 and b76538 with expiration date in oct-2016). The physician reported that while inserting in the left fallopian tube the essure would not release and the tip broke off and could not be placed. The laparoscopic tubal was performed in the left fallopian tube and essure continued in the right fallopian tube. Product technical complaint (ptc) investigation and final assessment were received on 16-oct-2015: the bayer reference number for the ptc report is: (B)(4). Final assessment for lot number b76538, the expiration date is 31-oct-2016 and the production date is 10-oct-2013. For lot number c91740, the expiration date is 31-jul-2017 and the production date is jul-2014. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU (instructions for use) steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking and detachment difficulty is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment this ptc was initiated due to a reported technical product issue (breakage) in the context of a complicated insertion. No medical events were reported. A review of similar cases for this batch is not applicable as no medical events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship to a quality defect. Company causality comment: this is a medically confirmed spontaneous case report. It refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted for permanent contraception and while inserting in the left fallopian tube the essure would not release and the tip broke off and could not place. The laparoscopic tubal was performed in the left fallopian tube and essure continued in the right fallopian tube. Tip broke off is a non-serious event and was considered listed upon receipt of the product technical analysis. Considering the nature of this event and the lack of alternative explanation, the causal relationship between device breakage and essure cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Also, the essure removal was probably performed as an alternative contraceptive method and not to prevent a serious deterioration in health. The product technical analysis concluded that based on the available information, there is no relationship to a quality defect. Further information is being sought.

Manufacturer narrative:
Follow-up received on 18-nov-2015 from physician: essure device breakage questionnaire was provided. Patients demographic data were provided. It was reported that the implant would not release from the catheter during placement procedure. As the implant did not detach, with retraction of the catheter it stretched the coil and the coil broke close to the tip leaving a small portion in the tube/ostio. It was not medically necessary to remove essure. The reporter stated that the broken pieces were retrieved: removed with the insertion catheter. However, it was reported that was unable to place another coil because the broken tip could not be removed from the tube so, patient ended getting a tubal ligation. Company causality comment: this is a medically confirmed spontaneous case report. It refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted for permanent contraception and while inserting in the left fallopian tube the essure would not release and the tip broke off. According to follow up information, this broken tip remained in tube and the other pieces were retrieved per insertion catheter. The physician was unable to place another coil due to this remaining piece in tube and then a laparoscopic tubal was performed in the left fallopian tube. Tip broke off is a non-serious event and was considered listed upon receipt of the product technical analysis. Considering the nature of this event and the lack of alternative explanation, the causal relationship between device breakage and essure cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Also, tubal ligation was probably performed as an alternative contraceptive method and not to prevent a serious deterioration in health. The product technical analysis concluded that based on the available information, there is no relationship to a quality defect. No further information is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.